Event description:
It was reported that needle eclipse 23x1-1/4 rb had a safety mechanism failure. The following information was provided by the initial reporter: safety didnt engage properly. Needlestick injury caused by the safety not engaging properly.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 0183873. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle eclipse 23x1-1/4 rb had a safety mechanism failure. The following information was provided by the initial reporter: safety didnt engage properly. Needlestick injury caused by the safety not engaging properly.